Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4). Additional information has been requested from the customer.

Event description:
A healthcare professional reported that a silent nite sleep appliance with the glidewell hinge device caused a material reaction. It was reported that the patient used the device for 2-3 weeks. The healthcare provider reported the patient experienced: texture change and soreness inside their cheek.